Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the high flow insufflation unit fuses and fuse holder were missing. The unit was tested with loan units, and the device kept blowing the use. The issue was found during preparation for use, and there was no procedural involvement. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Although, it can be presumed, it was due to the power supply inlet being damaged and fuse being missing. Olympus will continue to monitor field performance for this device.